Event description:
It was reported that the device would not operate on ac power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The reported problem was verified. The root cause was determined to be due to a failure of the power supply assembly. The power supply assembly will be replaced and the device will be returned to the customer.